Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically reprogrammed. However, the patient developed transient heart block and complete atrioventricular block that had resulted in ventricular pacing and then ventricular tachycardia (vt) of torsade-de-pointe was developed. The patient also experienced arrhythmias that were attributed to being reprogrammed to the non-susceptible pacing mode. The device was programmed back to the originally susceptible pacing mode settings, and the patient was monitored in the hospital, however, the patient never recovered from the heart block. The device was the prophylactically explanted and replaced due to the patient not being able to tolerate the non-susceptible pacing mode. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality, the ipg was explanted and replaced to preclude harm to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.